Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient arrived in the emergency room with a low flow alarm (0.0 lpm), the pump running symbol not illuminated, the yellow wrench symbol illuminated, and unable to auscultate pump activity. At the time of admission, the low flow alarm has been active for 164 minutes. The patient was awake/alert and hemodynamically stable. A controller exchange was not performed at the time of the event due to unknown duration of time the pump's flow was 0.0 lpm and unknown anticoagulation status. Log files were submitted for tech services to review. Log file review appeared to confirm an lvad internal fault associated with an on-board communication/ memory condition. The event log appeared to capture pump operational at 27oct2025 @1607 and a pump off event at 27oct2025 @1932, meaning the pump stopped sometime between 1607 and 1932. The periodic log appeared to capture the low flow alarm being active and the pump being operational at (B)(6) 2025 @1008. The cause of the events was not able to be determined through log file review. It was later reported that corrosion was discovered at the inline connector of the modular cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported pump stop and left ventricular assist device (lvad) fault alarm. Additionally, evidence of corrosion at the pump cable inline connector was confirmed through analysis of the submitted photograph. A specific cause for the reported events could not be conclusively determined. The account submitted one photograph of the pump cable for review. The photograph appeared to capture evidence of corrosion adjacent to the inline connector pin sockets. The submitted system controller event log file contained relevant events from 19:32:51 on (B)(6) 2025 through 01:50:46 on (B)(6) 2025, per the timestamps. From the beginning of the log file through 01:13:25 on (B)(6) 2025, loss of lvad communication, low flow hazard, and lvad_off alarms. Of note, the actual motor speed and estimated flow were recorded at 0 for the duration of the log file. The observed alarms cleared when the driveline was disconnected on at 01:13:29 on (B)(6) 2025 but returned shortly after the driveline was reconnected. Over the next 40 minutes, a series of driveline disconnections and reconnections were noted until 1:50:09, when a final driveline disconnect was captured. Loss of lvad communication, lvad_off, and low flow hazard alarms returned shortly after each reconnection. A controller shutdown sequence was initiated at 01:50:46 on (B)(6) 2025, consistent with the reported system controller exchange. No other notable events were captured. The system controller periodic log file contained data from 10:08:34 on (B)(6) 2025 through 01:07:35 on (B)(6) 2025, per the timestamps. An lvad_internal_fault alarm was captured from the beginning of the file through 16:07:38 on (B)(6) 2025. During this timeframe, the pump appeared to operate at the set speed without issue despite the alarm. The onset of this alarm is unknown as there is no controller event data available for the onset timeframe. Following 16:07:38 on (B)(6) 2025, loss of lvad communication, low flow hazard, and lvad_off alarms were captured through the remainder of the file, consistent with events observed in the system controller event log file. No other notable events or alarms were captured. It was reported that the patient arrived in the emergency room with a low flow alarm (0.0 lpm), the pump running symbol not illuminated, the yellow wrench symbol illuminated, and unable to auscultate pump activity. At the time of admission, the low flow alarm has been active for 164 minutes. The patient was awake/alert and hemodynamically stable. A controller exchange was not performed at the time of the event due to unknown duration of time the pump stop and unknown anticoagulation status. It was later reported that corrosion was discovered at the modular cable inline connector. The patient denies getting the equipment wet at any time and reports using their shower bag. There was no visible damage to the exterior of the driveline. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 4 of the patient handbook, ¿living with the heartmate 3¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ the IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.